Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that right ventricular lead exhibited high capture threshold. The reported lead was capped and replaced on (B)(6) 2022. The patient was discharged from hospital.